Event description:
A vague report was rec'd that the infusion pump was involved in an underdelivery. The specific infusion rate and quantity of solution involved were not reported. No pt injury occurred. The serial number of the infusion pump was not reported. The reporter commented that the infusion pump was evaluated by the hosp biomed. Dept. And the reported occurrence could not be replicated.